Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: device evaluation: on investigation, the display was alleged to be dim/faded/discolored as alleged; investigation determined the display screen was not able to be read safely.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 01-oct-2018.